Manufacturer narrative:
Physio-control further evaluated the loaner device and verified the reported issue. Physio isolated the cause of the reported issue to the user interface pcb assembly. The pcb will be replaced to resolve this issue. After other unrelated repairs are completed, and proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
A physio-control service representative was performing routine maintenance on a loaner device and observed non-critical event codes logged in the memory of the device. Upon performing repairs it was observed that the device was unable to boot complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control isolated the reported issue to the user interface pcb assembly. However, the device could not be repaired and was scrapped.

Event description:
A physio-control service representative was performing routine maintenance on a loaner device and observed non-critical event codes logged in the memory of the device. Upon performing repairs it was observed that the device was unable to boot complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.